Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during unpacking presented the dilator damaged. The shape of the dilator's tip was traumatic. The device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.